Manufacturer narrative:
While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay.

Event description:
The nrg transseptal needle was kinked while the physician was attempting to puncture the septum in a patient with congenital heart defect and mustard repair, resulting in a 20-minute procedural delay. The nrg transseptal needle was used with agilis steerable introducer sheath (abbott). Transseptal puncture was completed using a brk needle and the bovie method . While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay.